Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto the surgical fixture test platform (sftp) where sine cycle test was found to be failing on the mtm with errors 23008 and 23025, replicating the reported event. Once testing was completed, the axis 1 motor was applied behavioral analysis tested and was verified to be the source of the fault. As a result of this investigation, failure analysis has concluded that the axis 1 motor was found to be the root cause of the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that error 23008 occurred against the left master tool manipulator. The customer attempted to resolve the issue with a hard power cycle, with no success. There was no additional information provided. The ports were not in place when the issue occurred.